Manufacturer narrative:
The initial reporter's test strips were returned and tested using a retention meter and controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.1 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Patient 1 has apa syndrome. Product labeling states: "the presence of anti phospholipid antibodies (apas) such as lupus antibodies (la) can potentially lead to prolonged clotting times, i.e. Elevated inr values. A comparison to an apa insensitive laboratory method is recommended if the presence of apas is known or suspected." Relevant retention test strips (lot 381236) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to laboratory results using an unknown method. On (B)(6) 2019 patient 1 obtained a meter result of 4.9 inr at approximately 2:30 pm, and a laboratory result of 3.4 inr within 4 hours of the meter result. On (B)(6) 2019, patient 2 (male, date of birth: (B)(6), (B)(6) lbs.) Obtained a meter result of 4.2 inr at approximately 4:30 pm ,and a laboratory result of 3.1 inr within 4 hours of the meter result. The therapeutic range for both patients is 2.0-3.0 inr.